Manufacturer narrative:
Concomitant medical products: 5076-45, lead implanted: (B)(6) 2012; addr01 ipg implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that 'my blood and my body is so tired'. The patient stated they felt fatigued and were coughing after their implant procedure. The patient was worried the physician 'did not do all they could do'. They were concerned about potential malpractice. It was further reported by the patient that they were 'still not feeling right'. It was further reported by the patient that the device was "defective." The patient is also noted to be a participant in the product surveillance registry.the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.